Event description:
On (B)(6), 2010, the customer reported that the operating room table was moving up and down and tilting on its own, without the manipulation of the operating room table pendant (controller) by the operator. There was no report of injury to either a pt or clinical staff. An imris customer support specialist investigated the complaint on-site, but was unable to reproduce the incident. The operating room table pendant was later returned to imris for investigation, and the incident again could not be duplicated. As this was the first occurrence, with no report of injury and the incident could not be reproduced, imris determined that the results of the investigation did not warrant an MDR. However, upon discovery of a second incident at another customer site, (ref MDR 3003870210-2010-00006) imris determined that this case should be re-opened pending the conclusion of the investigation into the above-mentioned case, and that an MDR be submitted.